Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g5. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned device, the stent was partially deployed. A kink was identified which may happen during shipping of the device. Based on the provided information and the returned device, the reported advancing issue can not be reproduced. No indication could be found that a manufacturing related issue may have caused the reported problem. In this case it is unknown if the device was sufficiently flushed prior to use. The device was used to treat hepatic aneurysm which is an off-label used. Based on the evaluation of the sample, the reported advancing issue can not be reproduced due to the sample condition. In addition, partial deployment of the stent can be confirmed. Based on the information available and the evaluation of the sample returned a definite root cause for the event reported could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address potential factors for the reported issue. The instructions for use state: "the 6fr delivery system requires a minimum 6f introducer sheath. The catheter tip is tapered to accommodate a 0.035¿(0.89 mm) guidewire." And "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing lubricates the surface between the inner and outer catheters." The potential risk was found to be addressed as the instructions for use states: "should unusual resistance be felt at any time during the procedure, the entire system (guidewire, introducer sheath and delivery system) should be removed as a single unit." Regarding the treatment site, instructions for use state: "for use in the iliac and femoral arteries". H10: d4 (expiry date: 01/2023). H11: h6 (device, results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement through femoral artery, the stent allegedly deployed partially. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified. Expiry date: 01/2023).

Event description:
It was reported that during a stent placement through femoral artery, the stent allegedly deployed partially. The procedure was completed using another device. There was no reported patient injury.